Manufacturer narrative:
A ge service rep performed an on site investigation. The controller board is not available. The customer canceled the service call.

Event description:
It was reported that the 6600 system would not save or print images. No pt injury was reported.